Manufacturer narrative:
Result of investigation: vyaire medical field service went onsite. Installed 12k kit and new driver. Performed 12k pm (preventive maintenance) on ventilator. Made necessary adjustment for proper operation. The ventilator meets mfg specifications and ready for use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire that the 3100a ventilator adjust knob is not adjusting map (mean airway pressure) correctly. The customer confirmed that there is no patient involvement associated with this reported event.